Manufacturer narrative:
Device evaluated by MFR.: the stent had detached from the balloon and was dislodged completely in stent protector. The inside diameter of the stent protector gauge was ¿out-of-round¿, therefore the actual ¿true¿ inside diameter of the tube cannot be verified. From a visual inspection, the stent appeared undamaged, however it was not possible to remove the stent from within the stent protector. As a consequence of the stent being fully dislodged within the stent protector, no outside diameter for the stent could be measured. Based on the analysis it may be possible that the damage occurred during the preparation and handling of the device while removing the stent protector. The crimp stent length was within specification. A visual and tactile examination found no other issues with the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon showed evidence of crimp markings and was tightly wrapped and did not appear to have been subject to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50mm x 12mm promus element¿ plus stent was selected. However upon taking the device out from the packaging, it was noted that the stent slipped out from the stent delivery system balloon. The procedure was completed using a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50mm x 12mm promus element plus stent was selected. However upon taking the device out from the packaging, it was noted that the stent slipped out from the stent delivery system balloon. The procedure was completed using a different device. No patient complications were reported and the patient's status is stable.